Event description:
It was reported that the 3.0 x 18 mm xience xpedition was removed from the packaging. The yellow protective sheath and stylet were removed from the device without difficulty. The device was prepped and advanced into the patient anatomy to the target lesion. The delivery system balloon was inflated to deploy the stent and the delivery system was then removed without difficulty. Angiography was performed and it was noted that the lesion appeared unchanged and the stent could not be seen. It was then noted that the stent had dislodged during removal of the sheath and stylet, and was found on the back table. A non-abbott stent delivery system was then used to complete the stenting procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.